Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2020, it was reported that at 02:00 am, patient's blood glucose level was rising rapidly, and the pump disconnected from her. Her infusion set's tubing detached from the quick release connector. The site location was patient's abdomen and the pump was in her bed next to her. Reportedly, she was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.